Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 20. On (B)(6) 2022, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, bleeding, and increased sensitivity. No further patient complications were reported.